Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/01/2016 with the following findings: investigation confirmed an open force sensor load step malfunction. The piston was unable to recognize the cartridge. A crack was observed at the force sensor pin. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
On 07/06/2016, animas became aware of a motor issue allegation. This complaint is being reported because the issue may affect the pump's insulin delivery function. There was no indication that the product caused or contributed to an adverse event.